Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the heavily calcified circumflex (cx) artery. A 2.25 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, the device would not go and upon removal, the stent was dislodged by the calcium and was left behind in the vessel. The stent delivery balloon was then reinserted and deployed the stent. After multiple balloons were inserted and inflated, the procedure was completed with acceptable outcome. No further patient complications were reported and the patient's status was good.